Event description:
It was reported that a patient who is subject to a vns study had "breathlessness" event. The event was moderately severe, probably related to implant and probably related to vns stimulation. It was reported that the treatment was interrupted. It was reported that the event was not a serious adverse event and it did not cause the subject to discontinue from the study. System diagnostics were reported to return normal impedance results with dcdc code 3. Additional information was received indicating that the breathlessness ended after the generator was switched off. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. No further relevant information were provided to date.